Event description:
It was reported that the customer's insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. However, the device passed the displacement, selftest, basic occlusion and motor tests. No motor error alarm observed during testing. Cracks to the case, reservoir tube, reservoir tube lip, a scratched display window and broken battery tube threads noted.